Event description:
It was reported to philips that the system was unable to boot up. Device was not in clinical use during this event. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.